Manufacturer narrative:
Received sample for evaluation and root cause analysis.

Event description:
Reporter noted tip of fiber optic burned after use at 100% power. Had to enlarge sclerotomy to remove fiber optic; add'l suture required. Pt outcome reported as good.